Event description:
It was reported that the patient's dbs device seemed to have stopped working in december. Caller said the battery was completely depleted according to the neurologist and the device was completely frayed. Caller also said around christmas they noticed the recharger was making a beeping noise and an error message was coming up. Caller stated that their sister may have called patient services around this time to report the same issue. Agent reviewed previous call with patient rep. Caller saw the doctor around the end of january and the doctor confirmed in the doctor's office that the implant battery was depleted and wasn't responding. Agent reviewed over discharge with the caller. Agent offered to send replacement cable to caller but the caller declined at this time. Agent sent message to rep and rep responded with address to send wr to. Agent sent request to repair to transition the patient to the wr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.